Event description:
The facility representative contacted baxter to report an infusor in which the device infused for 30 seconds and then alarm and all three lights lite. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4)a follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). A trend review has been performed and there have been similar reports made to baxter. Baxter will continue to monitor similar trends.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The assignable cause was a faulty reed switch. The device was returned to the customer unrepaired. Additional: a service history review revealed that this device was previously serviced for the reported condition.